Event description:
It was reported that the drill bits and screw tray are rusting in the mandible set. There was no pt impact, as the issue was discovered outside the operating room when stocking the set. This is report 4 of 6 for this event.

Manufacturer narrative:
Additional product code for this report includes hwe. A review of the device history records was performed and no complaint related issues were found. The device was returned for examination and it was noted that there was significant corrosion. Specification investigation demonstrated that the part met specifications. The cause of the corrosion was unknown. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.